Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up from 10-sep-2015: follow-up attempts were done, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp pain in fallopian tubes. This event was considered serious due to medical importance and is listed in the reference safety information for essure. In this case, she experienced this event after essure insertion. She had the coils removed. Based on the nature of the event and considering a positive temporal relationship between the event and suspect insert, a causal relationship cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a consumer of unspecified... Via regulatory authority (case# mw5040789) in united states on 01-jun-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Consumer reported that she began having multiple side effects after implantation: severe headaches, changes in menstrual cycles, rapid weight gain, sharp pain in fallopian tubes, numbness in limbs, rashes and dizziness. After several trips to her physician with multiple tests and no reason was given for her problems, she realized it was the coils causing them. On (B)(6) 2015, she had the coils removed and all her symptoms have stopped. Ptc investigation result was received on 18-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp pain in fallopian tubes. This event was considered serious due to medical importance and is listed in the reference safety information for essure. In this case, she experienced this event after essure insertion. She had the coils removed. Based on the nature of the event and considering a positive temporal relationship between the event and suspect insert, a causal relationship cannot be excluded. This case was regarded as incident due to required intervention. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.